Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the auxiliary video board (avp) to resolve the issue. Upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 40068 and 310 were found means a non-critical node is not present, missing node: avp1 and avp3, confirming the fault occurred in the field. The avp was installed and tested into a golden pca system where the component functioned as expected. System was programed and started up without any error, onsite connection is present and data was uploaded. Ran 20x power cycles with this board, all passed. The avp remained on the test system in normal operation for hours, it performed without any errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that when staff attempted to power off the system, all arms turned red. Upon restarting the system, the arms turned red again. Multiple restart attempts did not resolve the issue. Remote connection was not established, so technical support was unable to review the system logs. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.